Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports smoking. Unit getting headlight connection too hot. On (B)(6) 2013, customer reports it could take at least 10 minutes to cool down after disconnection. No patient issues. No further info available.